Event description:
Right atrial (ra) lead exhibited a lead impedance warning and low impedance. It was further noted that the right ventricular (rv) lead was capped and a tyrx was placed. The ra lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).